Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, order was not crossing over to station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, order was not crossing over to station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that orders were not crossing to pyxis. A technical support specialist (tss) verified the server and unable to find the order in the database. Tss confirmed that the issue was due to failure in processing messages and restarted the application that would resolve the problem. Tss followed the attached knowledge article "med es server messages not processing concurrent error" to escalate the issue to the product support engineer team and restart the affected service. Pse advised adding the case to product incident (B)(4), and to install the observer tool. Pse also advised that the fix was included in the es version 1.11 and to reach out to development management to request hotfix for 1.7.x to 1.10. Tss confirmed that the issue was not reoccurred and no further issues were reported. The system functioned as intended after technical support specialist troubleshot the device.